Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site. The expiratory channel and the pressure transducer printed circuits boards were replaced. Configuration was checked and the software was reloaded, the pre-use check passed the test. The device is cleared for customer use. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. No parts were returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.